Event description:
It was reported that during a laparoscopic cholecystectomy the clips were not forming correctly. The clips do not seem to travel to distal tip of er320 before being formed. The procedure was finished with a second device. There was no pt consequence.